Manufacturer narrative:
Investigation result of needle protruding through the outer sheath. A visual evaluation of the returned device found the outer sheath had been kinked from the distal end. Additionally, the metal needle was protruding through the outer sheath at the kink location. Functional evaluation revealed that the needle would not extend due to the metal needle being stuck through the outer sheath. The evaluation concluded that the needle was protruding through the outer sheath. Most likely, the working length kink and needle puncture through the outer sheath were due to some aspect of device handling, possibly during shipping/storage, unpacking, or preparation. Once the needle was stuck through the outer sheath, the needle could not extend properly. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an interject¿ needle device was used during a colonoscopy procedure in the patient¿s colon performed on (B)(6) 2015. According to the complainant, an attempt was made to extend the needle but it would not extend out of the sheath. Additionally, there were kinks noted a few a centimeters from the distal tip. The procedure was completed with another interject¿ needle device. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; needle punctured sheath.